Event description:
The event occurred during a colonoscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the likely cause of the fuzzy and no image was traced to a failed plug unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image and fuzzy image. The issue was found during an unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.